Event description:
It was reported that the pump requested a minimum of 50 units during the load process. The customer had no additional insulin available for troubleshooting. Tandem technical support attempted to gather more info, but the customer became upset and hung up. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.